Event description:
Initially, the ethicon endo-surgery harmonic ace laparoscopic shears shaft would not rotate, then when reloaded the shaft would turn but the harmonic would not cut. This was replaced with a "like" device which functioned without issue. Diagnosis or reason for use: laparoscopic sacral colpopexy, rso, tvt.